Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low glucose with a lowest sensor reading of 53 mg/dl shortly after a morning meal while using the ilet with a connected libre 3+ continuous glucose monitor (cgm) and paused insulin for two hours; the user consumed many high carbohydrate food, and the agent observed a ¿less than¿ meal announcement when glucose was already trending down, indicating an incorrect procedure related to meal announcements and dosing; the user later performed a factory reset and resumed insulin. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for oral glucose to treat the event. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified involving improper or incorrect method, and user interface involvement related to meal announcements. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.